Manufacturer narrative:
Concomitant medical products: product ID 8731, lot# b002400n01, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
It was reported that they were unable to fill the reservoir. The pump was able to be aspirated. At a refill on (B)(6) 2014 they could only get approximately 12 ml into the pump reservoir. On (B)(6) 2014 a manufacturer¿s representative went to assist and they were able to aspirate everything and got a little more but only got approximately 15 ml in the pump. It was noted that the patient had gone scuba diving. The patient had thought they had gone down approximately 50 feet. The patient had no therapy issues at the time of report. The pump was used to infuse baclofen.

Event description:
It was later reported that no x-ray was ever performed. The pump had undergone a couple of refills since the initial problem. On each refill the volume allowed to put into pump has increased. Now the pump is able to hold the full 20mls. This was all done without any force to put drug in. It was noted in the form of a question that ¿it seems that the pump has restored to normal shape?¿ if additional information is received, a follow-up report will be sent.